Manufacturer narrative:
The pt reported that she usually suspends the pump daily for short periods of time. On review of the pump, the pt stated that the history showed that the pump was suspended on (B)(6)2010 from 9:16 am to 4:01 pm. The pt denied that the pump was suspended and denied that the pump alarmed by vibration. When she reviewed the alarm setting, she stated the pump was set to vibrate. During the phone contact, the pump alarmed appropriately when the pump was placed into suspend mode by the pt. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported blood glucose between 400 mg/dl and 600 mg/dl for one week. There was no medical intervention reported. The pt stated that the pump was suspended without an alarm and remained suspended for about 7 hrs one day.